Event description:
The company was informed that approximately a year after the patient was implanted in 2000, the patient had a bout of meningitis. Advanced bionics is currently in the process of collecting additional information. When more information will become available, a follow up report will be sent.